Event description:
It was reported that seventeen days post stenting procedure in the left internal carotid artery, the patient experienced a stroke described as slurred speech, weakness, period of unresponsiveness, nonverbal and unable to follow commands. A magnetic resonance imaging/magnetic resonance angiography (MRI/mra) revealed the bilateral carotid stents were grossly patent and the MRI imaging revealed a new left ischemic infarct of the corona radiata. Patient was managed medically with aspirin, clopidogrel, high dose atorvastatin and prophylatic dosage of enoxaparin. Patient was discharged from the hospital six days later in fair condition and neurologically stable to an acute rehabilitation center. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stroke may occur during this type of procedure and is listed in the instructions for use. Stroke is a known potential adverse event associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Based on the available information, a definitive cause for the reported patient adverse effect and the relationship to the product, if any, could not be determined; however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.